Event description:
Boston scientific received information that latitude detected a red alert from this system due to high pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The account is aware of the red alert and will be following the patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming the red alerts were still being generated for this system. A boston scientific sales representative confirmed the office is aware but no further details were known regarding patient follow up. This product issue will be updated if additional information is received.